Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a defective accept button and will not enter diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of the latest version of the service manual (rev. R). Biomed reported that the front bezel has been updated. The biomed requested and was provided with the part number for the switch; rp-pcba switch, v60. The investigation is ongoing.